Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of shandong university (2022); 60(9). Https://doi.org/10.6040/j.issn.1671-7554.0.2022.0120. Please see article attached.

Event description:
Title: simplified paravaginal repair for both anterior and middle pelvic floor defect. The aim of this prospective observational study was to investigate the clinical value of the simplified paravaginal repair in the treatment of anterior and middle pelvic floor defect (namely anterior vaginal prolapse and uterine prolapse). Between july 2019 to december 2020, a total of 41 patients with typical anterior vaginal prolapse and uterine prolapse who underwent simplified paravaginal repair were included in the study. The age range was 49 to 82 years, and the mean (64.44 ± 8.33) years. The mean number of pregnancies was 1 to 7 (3.63 ± 1.65). Surgery was performed using a non-absorbable suture w6977 (johnson & johnson 2-0). The median follow-up was 12 months (7.5, 18.5). Reported complications include recurrence or relapse (n=3), (n=2) of these were asymptomatic and (n=1) had vaginal pain considered to be vaginal nerve damage. In conclusion, simplified paravaginal repair, as a novel surgical procedure, is a safe and effective for treating anterior vainal prolapse and uterine prolapse.